Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.